Event description:
This customer reported that the device "froze" when attempting to shock a pt and then shut down. The involved pt died, but the customer has stated that there was no impact nor delay in care as a shock was delivered with a different defibrillator within 30 seconds.

Manufacturer narrative:
(B)(4). This customer reported that the device "froze" when attempting to shock a pt and then shut down. The involved pt died, but the customer has stated that there was no impact nor delay in care as a shock was delivered with a different defibrillator within 30 seconds. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.